Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in 2009. According to the complainant, the physician fully deployed the stent in the duodenum. When reconstraining the deliver device before removal, the delivery device got caught on the stent and moved it out of position. The stent did not cover the entire stricture due to being moved out of place, therefore, another wallflex enteral duodenal stent was placed overlapping the first to bridge the stricture. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The complainant indicated that the device is implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.